Event description:
It was reported that an alert triggered due to the right ventricular (rv) lead having short interval counts (sic) and noise on the rv channel. It was noted that impedance, sensing and pacing thresholds were stable. The rv sensing polarity was reprogrammed and patient follow up increased. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2012; 419488 implantable pacing lead (B)(6) 2006; 507645 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with 133 v-sic occur since (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met with one non-sustained tachycardia and five lead failure predictor episodes of less than 220ms v-v cycle are recorded on (B)(6) 2013. Lia triggered on (B)(6) 2012 and (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.